Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's right eye in a secondary procedure due to the patient was not seeing clearly. The lens was replaced with the same model, a smaller, 21.5 diopter. No further information was provided.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation and the lens was cut in half, most likely to make the explant possible. Visual inspection using a microscope at 12x magnification showed the lens was identified as tecnis multifocal 1-piece lens because of the type of haptics and the presence of a diffractive ring pattern on the optic. Due to the condition of the returned lens, further analysis was not possible. The reported complaint could not be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances generated during the manufacturing process. The complaint related test is the cosmetic inspection performed at final inspection. The in-line optical inspection data shows the lens is within power specification; hence the lens meets the specified cosmetic requirements. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The directions for use (dfu) was reviewed. The dfu adequately provides some warnings of additional complications that may occur following implantation of a multifocal intraocular lens, and may include blurred vision. Some of the optical effects may be mitigated upon patients¿ adaption to the multifocal optic. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The initial MDR did not included that the wound was enlarged to 2.5. The MDR has been corrected to provide this information, an incision enlargement. (B)(4). Device available for evaluation: yes. Device returned to manufacturer on: 10/28/2015. All pertinent information available to abbott medical optics has been submitted.